Manufacturer narrative:
Block b3: exact date approximated, event occurred in november 2025.

Event description:
It was reported that the patient had an MRI (magnetic resonance imaging) procedure and suffered a burn and blisters at the lead incision site.